Manufacturer narrative:
Investigation: visual inspection: during the investigation, no abnormalities of the shuntsystem was determined. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Brake function test: the brake functionality test has shown that the brake function operates as expected. Result: based on our investigation results, we cannot determine functional deviations or other abnormalities in the product. The product operated within all specification. No further regulatory actions are required from our point of view.

Event description:
It has been reported that the rogav 2.0 shuntsystem (#fx610t) could not be adjusted during the preparation. No patient harms have been reported in this context. The sample was send in for examination to miethke.

Event description:
It has been reported that in one progav 2.0 shuntsystem (#fx610t) it was found that the pressure of the product could not be adjusted during the preparation. No patient harms have been reported in this context. The sample will be send for examination to miethke.

Manufacturer narrative:
Manufacturing site evaluation: the traceability of the production did not reveal any unusual findings. The shunt system met all specifications before shipment. The sample has not yet been sent for examination. Should relevant additional information become available, a supplemental medwatch report will be submitted.